Event description:
It was reported, the camera head had error code e224 (scope communication error). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following data field: g3.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had error code e224 (scope communication error). The issue occurred during reprocessing. There was no patient involvement.

Event description:
It was reported, the camera head had error code e224 (scope communication error). The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the a correction, device inspection findings, and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable failed the leak test and there was a cut on the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e224 occurred due to an electrical component failure and cable failed the leak test due to a cut cable. Olympus will continue to monitor field performance for this device.